Manufacturer narrative:
An event regarding periprosthetic fracture involving a abgii modular stem was reported. The event was not confirmed. Method and results: device evaluation and results: a visual, functional and dimensional inspection could not be performed as the device was not returned. Medical records received and evaluation: no medical records or x-rays were made available for evaluation. Device history review: not performed as the device was not properly identified. Complaint history review: not performed as the device was not properly identified. Conclusions: the exact cause of the event could not be determined because insufficient information was provided. Further information such as return of device, pre- and post-op x-rays, patient history, histopathology report & follow-up notes are needed to investigate this event further. If additional information and/or device becomes available, this investigation will be reopened.

Event description:
Sales rep reported a left hip surgery for recalled abgii stem and fracture on greater trochanter. Surgeon also suspected metallosis as a result of the stem. Replaced with a securfit max stem. Additional information received from legal: it was reported that plaintiff alleges the right abg ii hip implanted on unknown date failed causing pain and elevated metal ion levels, which required revision surgery on unknown date in 2017. Suit filed in (B)(6).